Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A f/u report will be submitted if the meter is returned.

Event description:
A customer reported he received the following erratic readings on his blood glucose meter within 10 minutes: 327 mg/dl, 177 mg/dl, and 62 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.